Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not showing any spo2 parameters (waveform nor numerical values). No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is not showing any spo2 parameters (waveform nor numerical values). No harm or injury was reported.

Event description:
The customer reported that the central nurse's station (cns) was not displaying spo2 parameters (waveform nor numerical values). No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not displaying spo2 parameters (waveform nor numerical values). No patient harm or injury was reported. Investigation summary: pulse oximetry measurement of spo2 is dependent on the following factors: probe placement, adequate circulation at placement site, functioning probe, appropriate parameter setup, inter-device communication, and pause/resume functionality of the patient connected device. These troubleshooting steps are listed in the operator's manual. In this case, there is insufficient information to determine the root cause. The issue was reportedly resolved by changing the gz transmitter and restarting the measurement procedure. The service history for this serial number shows no recurrence of the issue. There is no indication of a device malfunction.